Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'electronic gas blender failure' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: on (B)(6) 2022 the gas system was reporting 'service required' to the ccm. This will cause a 'service gas system' alert on the ccm. The log confirms the complaint.

Manufacturer narrative:
Please disregard the previous medwatches related to this complaint. Upon further review and evaluation of the device, it was found that the message displayed was a service message that appeared at the correct time and the device performed to specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 evaluation is progress, but not yet concluded.